Manufacturer narrative:
E1: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the speaker was not able to produce an audible sound. The device was in use at the time of the event. The deice was immediately replaced. No adverse event was reported.

Manufacturer narrative:
A philips authorized service personal (asp) evaluated the device and found that the speaker was faulty and replaced the speaker to resolve the issue. Analysis was performed and investigation has been completed. The engineer replaced the speaker for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.